Manufacturer narrative:
Nine trays were returned for evaluation. Visual inspection of the returned trays found no visual non-conformities on the ampules. The drug was clear and without particulates. A review of the device history record found no discrepancies related to the complaint. A review of the sterilization certificate for the given lot found that the product was processed to validated specifications. Based on the evidence, the fault could not be confirmed and the root cause was unable to be determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a spinal block failed during use of a portex® spinal tray. The patient was undergoing a caesarean section at the time of the event. The patient's legs went numb, but a full block could not be accomplished. The doctor reported good visualization of cerebrospinal fluid. The doctor used general anesthesia to finish the procedure. No permanent injury was reported. See MFR: 3012307300-2017-01070.